Event description:
Reporter stated that caller reported that the unit had been having what has been perceived as accuracy problems for approximately one month. He reported, as an example, that the unit had been programmed to delivered display read 640ml, that station ceased pumping and the next station began to pump and the unit went on to completion with no alarms. The caller had no more details. The final container was discarded and there was no pt involvement. The caller was advised not to use the unit, which was sent to product services for evaluation.